Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back and chest. The patient reported that the itching began when he was diagnosed with a kidney disease and started dialysis. The patient also reported that his skin is dry, it bleeds from him scratching it, and the lifevest will rub against the irritation causing the scabs to reopen. There was no alleged device malfunction contributing to the irritation. The patient sees a dermatologist regarding his skin condition. It's unclear if the patient was prescribed any medicines to use on the skin. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.